Manufacturer narrative:
Additional data: 01/12/2026, this device history record is for the lens. H6: type of investigation 3331: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim: (B)(4).

Manufacturer narrative:
H6: type of investigation 3331: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim: (B)(4).

Event description:
A healthcare professional reported that during an implantable collamer lens (icl) implantation procedure, there was a lens which exited the cartridge, and the lens was left amputated. It was reported that partial of the lens remained in the cartridge, while the other partial lens piece was implanted and explanted intraoperatively. The doctor stated the natural crystalline lens was damaged and the patient developed a cataract. The patient underwent a cataract extraction. An iol was later implanted. The doctor is planning a laser touch up for best vision enhancement. Cause of the event listed as device. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
Cataract and secondary surgical intervention to remove/replace/reposition are identified in the labeling as a known potential adverse event(s) following icl implantation. There was no damage reported to have been noticed during the inspection required by the dfu prior to use and preparation, which suggests a product deficiency did not contribute to the reported difficulties. H6: investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim: (B)(4).